Manufacturer narrative:
Eval summary: the instrument should be lubricated with a water soluble lubricant such as "instrument milk" prior to each surgical procedure for proper functioning of the device. The surgical technique instructs to wedge the fin tip between the superior glenoid bone and the underside of the glenosphere. Cause cannot be definitively determined. H6: eval: the returned distributor exhibited intermittent operation. The device meets specifications as measured. Instrument lube was applied to the device, yielding a consistent operation of the device. Device history records indicate device manufactured to specification.

Event description:
It is reported that surgery was delayed for 1 hour when the distractor would not remove the glenosphere. The entire unit came out including baseplate, locking screws and parts of the glenoid bone.